Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was updated to 3331 and 4109. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. The reported devices was received for evaluation. The reported condition of a fractured mount and screw was confirmed. Visual inspection of the as returned product identified wear about both returned items from use. The mount is confirmed to be fractured at the hex feature. The screw head is sheared off. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s title and email address are not provided / unknown.

Event description:
Doctor indicated that during tsv4h11 implant placement the fixture mount and screw fractured, even though appropriate torque was applied, implant still in patient's mouth. Tooth site #6.